Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with the tip broken at the minor diameter of threads and half of the original thread remained. The shaft was covered in an oily substance. Scratches on the axial were indicative of usage. Thread dimensions are within print specification. A review of the device history record did not show any discrepancies that could have contributed to the reported issue.

Event description:
It was reported the consultant picked up holding sleeves to have sleeves washed. Upon return, the tip of one of the sleeves was broken. The sleeve broke during washing. The broken instrument was not used during the surgery.